Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Gave e2 error. Could not complete case. Changed to second anspach. Same error. Instructed my mako clinical support to report and return. Case type: pka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor e2 error. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Also, anspach emax 2 plus burr motor made loud bearing noise and anspach motor body gets warm (<80,000 rpm's). Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor e2 error failure of p/n: 110940, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(4) (engineer, r&d robotics) and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Gave e2 error. Could not complete case. Changed to second anspach. Same error. Instructed my mako clinical support to report and return. Case type: pka. Surgical delay: 16-30 minutes.